Event description:
It was reported that during a coronary stent procedure, the physician attempted to stent the distal edge of the first stent that he had placed. He was unable to advance and elected to retract the delivery /stent device back into the guide catheter. During removal the stent caught on the guide and dislodged. The stent was located in an area near the target lesion. A balloon catheter was advanced and inflated on the outside of the stent "mashing it" against the artery wall. Patient status is listed as "okay".